Event description:
Surgeon placed the carrot cannula into the knee area and proceeded to place the burr when he noticed small pieces of dark colored debris coming out of the cannula. Cannula was immediately removed and surgical area was flushed. No injury to the patient. This device is marketed as a reusable, sterilizable device. However, due to the small caliber of the bore of the cannula, it is difficult to clean the inside of the cannula. Cleaning instructions from the mfg are not very specific. This cannula would be safer as a single use devise that would be used once and then discarded.